Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during cementing of the patient's patella implant, the black plastic attached to end of the patella clamp sheered off. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned and visual inspection of the returned device found that the black plastic knob on the device is broken. There were wear marks on device indicating usage of device. Review of the device history records identified no relevant deviations or anomalies. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.